Event description:
During a routine follow-up interrogation, following the ventricular egm abnormality that was seen, the v markers and v egm were no longer synchronized. The device remains implanted. The files from the programmer were sent to the manufacturer for review.

Manufacturer narrative:
(B) (4) (no code available): the ventricular egm and markers are not synchronized.a response from the manufacturer is pending. Device remains implanted.

Manufacturer narrative:
(B) (4) (no code available): the ventricular egm and markers are not synchronized.a response from the manufacturer is pending. (B) (4). Since the device remains implanted, the files from the programmer were reviewed. The reported event was due to a weakness of the device direct memory access management in very particular conditions during an episode recording. This led to transient incoherent values in transferred data chain.the behavior has no functional impact; the pacemaker operates as intended. (B) (4): device remains implanted.

Event description:
During a routine follow-up interrogation, following the ventricular egm abnormality that was seen, the v markers and v egm were no longer synchronized. The device remains implanted. The files from the programmer were sent to the manufacturer for review.